Event description:
At the end of the laparoscopic cholecystectomy a jackson-pratt drain was left in the right upper quadrant. Prior to discharge it was thought that the jackson-pratt drain had been removed. Several weeks postoperatively the patient complained of abdominal pain. A CT done for the abdominal pain showed a 4-cm portion of the jackson-pratt drain in the pelvis. A second procedure was required to remove the 4-cm portion of the jackson-pratt drain.